Manufacturer narrative:
The manufacturer did not receive device or x-rays for review. Other source documents (surgical report, user report) were provided. As no lot number were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a allofit-s alloclassic schale 52/ii on the left side on (B)(6) 2013. The patient was revised on (B)(6) 2013, due to pain and bone ingrowth. The initial review of event and supplemental documents shows that this is the 2nd revision surgery. Revision of allofit cup size 52 and inlay due to missing bone ingrowth. This is the second revision surgery.